Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to load a new cartridge, so important air removal steps were discussed with them by technical support. The customer planned to return the call for further troubleshooting once a new cartridge could be loaded.